Manufacturer narrative:
Complete information: concomitant medical products: alinity I proc mod, ln 03r65-01, sn (B)(4); alinity I hiv combo, ln 08p07-22, lot unk; alinity I bnp, ln 08p24-20, lot unk; alinity I troponin, ln 08p13-24, lot unk; alinity I anti-tpo, ln 09p35-22, lot unk; alinity I hbsag qualitative ii, ln 08p10-22, lot unk; alinity I cortisol, ln 08p33-20, lot unk; alinity I insulin, ln 04t75-20, lot unk complete information. Correction/removal number: 3002809144-09/18/19-008-c. Further investigation into this issue found that results could have been impacted by a deficiency of the alinity ci bulk solution level sensor, where a crack could have developed from environmental stress. A product correction letter has been issued to all worldwide customers with installed alinity I processing module and/or alinity c processing module. The letter informs the customer of the potential reliability issue with the alinity ci-series level sensor and that abbott has redesigned the part to improve the reliability. Abbott recommends that once the redesigned part is available, the customer should replace the level sensor on all alinity ci systems. The letter also informs the customer that they may continue to run the system using the level sensor (ln04s68-02) until the redesigned level sensor (ln04s68-03) replacement part is available. Until the part is replaced the customer was instructed to inspect the alinity ci-series level sensor weekly. The customer was also provided troubleshooting actions that should be taken if any of the error codes associated with a cracked alinity ci-series level sensor were received.

Event description:
On 20sep2019, the customer sent abbott a copy of the medical device vigilance declaration he had sent to ansm. The declaration came after fa16sep2019 was issued, with regards to the level sensors. In the declaration, the customer provided additional information regarding the following events: on (B)(6) 2019, the customer stated the internal end-of-series controls were invalid and during this period, samples generated invalid results for insulin, cortisol, anti-tpo antibodies, hiv screening serology, hbs antigen, troponin-I and bnp. The customer then conducted an impact study and determined 2 recalls of results were necessary (bnp and troponin-I). The customer states 32 patients were involved but no data was provided. During trouble shooting of the issue, it was found that there was a lack of dispensing of the pre-trigger solution necessary for the reaction. No alarms occurred, and the result was reported out. During inspection, it was found that the level sensor of the pre-trigger solution was broken. The customer replaced the level sensor on the alinity I processing module, which resolved the issue. There was no reported impact to patient management during this occurrence. On (B)(6) 2019, the customer noted an issue with the delivery of the pre-trigger solution on the alinity I processing module after maintenance. The internal control values in the beginning of the series were invalid and the analyzer was generating the error code 1402. The customer replaced the level sensor, which resolved their issue. The was no reported impact to patient management. On (B)(6) 2019, the customer experienced error code 1402 in the middle of a series on the alinity I processing module. During inspection it was noted that the level sensor of the trigger solution was broken. The customer further stated that there were 20 patient results impacted for bnp and troponin-I but no specific results were provided. The results were reported out but had to be recalled because they were invalid. There was no reported impact to patient management. On (B)(6) 2019, additional information was received in regard to the patient results for both the january and august events. The customer stated they had received initially negative results for bnp and troponin-I, that when they were verified, generated positive results, and that only bnp and troponin-I gave discrepant results. None of the other assays were discrepant. The customer further confirmed that there was no impact to patient management.

Manufacturer narrative:
This follow-up MDR is being submitted as the product correction letter has been updated. An updated product correction letter was issued to inform the customer that the newly released bulk solution level sensor (04s68-03) will no longer be available in q4 2019 and to continue to use the bulk solution level sensor (04s68-02) with the following instructions: 1) inspect the part for cracks prior to installation 2) continue to follow the weekly maintenance procedure after installation.